Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a 30 g x 1 in. Bd precision glide¿ specialty use sterile hypodermic needle, broke during use. It is believed that medical intervention was required but specific details were not provided.

Manufacturer narrative:
Investigation summary: the photos were reviewed at the columbus plant. The one needle appears to have a broken cannula. The cannula used to assemble needles is fairly flexible. We bend them as part of our ID inspection test, and they don¿t break. The exception is if an attempt is made to straighten them after they have been bent, they are likely to break. Device history review was unable to be run without a batch number. Investigation conclusion: qn review: unable to complete without a batch number. DHR review: unable to complete without a batch number. Investigation results: the attached photos were reviewed. The one needle appears to have a broken cannula. Possible root cause: the cannula used to assemble needles is fairly flexible. We bend them as part of our ID inspection test, and they don¿t break. The exception is if an attempt is made to straighten them after they have been bent, they are likely to break. Root cause description root cause: possible root cause: the cannula used to assemble needles is fairly flexible. We bend them as part of our ID inspection test, and they don¿t break. The exception is if an attempt is made to straighten them after they have been bent, they are likely to break.